Event description:
It was reported that the device failed to advance past the self-test screen. The device was not able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and repair options. The customer declined physio-control's repair offer and elected to retire the device from service. The device was not returned to physio-control for evaluation. A conclusive cause of the reported event could not be determined.